Event description:
It was reported that during a procedure to place a vena cava filter, via the jugular, the doctor inserted the catheter, but then noted that the black tip of the catheter looked like it was coming off, or not working properly, so the catheter was removed. A different vena cava filter was used without difficulty. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. Upon opening of the repack, no black particulates were noted indside the pouch. Initial inspection of the sheath revealed that the black distal radiopaque tip was confirmed to have been damaged. Approximately 3/4 of the distal tip was missing. The remaining 1/4 of the distal tip was manipulated by touch (with fingers) and felt pliable and soft. During this manipulation of the sample, no additional material separated from the sample. The complaint is confirmed. The current root cause is unk and is currently under investigation.